Event description:
It was reported that (2) tct75 were used during a gastrectomy procedure. It was reported by the affiliate that the safety lock was activated. The device could not be fired. Opened another device to complete the case. There was no consequence to patient.